Event description:
It was reported the patient¿s thoracic lead migrated, as noticed at the end of the patient¿s permanent trial. To address the issue, the physician explanted and replaced the lead with a new model. Postoperatively, effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.